Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07540. (B)(4) clinical study. It was reported that chest discomfort with vessel spasm occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Subsequently, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 80% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of 2.50x12mm study stent. The study stent was then post-dilated using a 2.75x8mm quantum apex balloon with 5% residual stenosis. Following post dilatation, the patient experienced chest discomfort with some spasm of the distal lad and was then treated with administration of nitroglycerin to relieve the vessel spasm. One day post procedure, the patient was discharged on dual antiplatelet therapy.